Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 3037; lot# serial#: (B)(6); product type: programmer, patient; product ID: 3037; lot# serial#: (B)(6); product type: programmer, patient; product ID: 3037; lot# serial#: (B)(6); product type: programmer, patient; h6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that led to the ins not working as it should, not feeling stimulation, and the poor communication were the patient could not feel stimulation and could not locate the incision on their lower back to place the pad. The steps taken to resolve the issue were the patient contacted the manufacture and was sent a new antenna with the same result. The actions taken once the new programmer did not resolve the poor communication were the patient went to their healthcare professional and they located the incision and showed them how to program the device. Removal was not planned as they were told the batteries would last another 3 years. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were not sure if the ins was working like it should and they were not feeling stimulation. The patient tried to connect but saw ¿poor communication.¿ the patient¿s spouse repositioned with and without the antenna but they were still unable to communicate. The spouse said they saw two incisions and patient services reviewed with the spouse to use the more lateral incision as a placement guide. Patient services emailed repair for a new programmer where they reported the reason for replacement was poor communication with and without the antenna. The patient was going to be calling back on the next day for additional troubleshooting with their new programmer. There were no further complications reported.

Event description:
Additional information was received and patient called back after receiving replacement patient programmer and pat agent reviewed how to sync to ins but patient is still seeing poor communication message. Pat agent recommended following up with managing hcp to check ins status. No further complications noted or anticipated